Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent systems instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was performed to treat a 99% stenosed lesion in the mid left anterior descending artery with mild tortuosity and moderate calcification. Pre-dilatation was performed and the 3.0 x 28 mm xience xpedition stent delivery system (sds) was advanced to the lesion without issue. The stent was deployed at 14 atmospheres (atm); however, a proximal edge dissection was observed. An additional xience stent was used to treat the dissection, and the patient had a good outcome. No additional information was provided.